Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that prior to an unknown surgery, after cleaning and sterilization per the instructions, the arthroscopic objective lens on the 4k epscp scp,4.0,30,167,mitek device broke. Cracks were observed on the mirror surface; they did not completely split into two pieces, but they affected surgical observation. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.